Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles on the shell, fold creases, a curved opening on radius, non-penetrating nicks on patch, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on radius, non-penetrating nick striated on patch, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. Non-penetrating nick striated on patch assessed as surgical tool scratch like.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.